Manufacturer narrative:
The customer¿s report of a possible under infusion was not confirmed or replicated. The event log review shows that the infusion volume decrease after patient side occlusions was a result of the back off safety feature activating during occlusion events. The back off safety feature enables the motor to reverse the plunger movement during occlusion events until the pressure returns to pre-occlusion levels. By design, bolus flow will reduce automatically to avoid an adverse effect on the patient. Functional testing was performed; the syringe module was operating as intended, within specification. The root cause for the suspected under infusion was a misperception of the function of the back off feature. During patient side occlusion events, the volume infused reverted back to pre-occlusion values, which was interpreted by the user as an under infusion of fluid.

Event description:
The customer reported the volume infused value was not visible. The customer later clarified by not visible, they mean that the volumes infused decreased after the occlusion-patient side alarms. There was no patient harm. The customer reports conflicting information in which they state an under infusion is suspected, as well as they don't think there is anything wrong with the devices, but they want confirmation.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the volume infused value was not visible. The customer later clarified by not visible, they mean that the volumes infused decreased after the occlusion-patient side alarms. There was no patient harm. The customer reports conflicting information in which they state an under infusion is suspected, as well as they don't think there is anything wrong with the devices, but they want confirmation.

Event description:
The customer reported the volume infused value was not visible. The customer later clarified by not visible, they mean that the volumes infused decreased after the occlusion-patient side alarms. There was no patient harm. The customer reports conflicting information in which they state an under infusion is suspected, as well as they don't think there is anything wrong with the devices, but they want confirmation.